Event description:
The customer reported that the dxh 800 instrument generated erroneously low neutrophil results (1.1 percent) and high lymphocyte results (97.4 percent) on differential for one patient sample. The test results were accompanied by instrument-generated messages for lymphocyte blast and variant lymphocytes. A manual differential was performed and showed 77 percent neutrophils and 11 percent lymphocytes; complete manual differential results were requested, but were not provided by the customer. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The software algorithm of the dxh 800 analyzer had its flagging preferences set to [3333], which is the highest level setting for blasts, variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands) and imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this patient sample indicated what appeared to be heavy overlap between two cell populations on rls (rotated light scatter). Cluster separation on rls was poor and nonexistent in opacity. In summary, the lact of cluster separation in the main histogram used by the algorithm to perform the differential prevented the identification of neutrophils in the sample as reported by the manual slide review. The algorithm flagged the sample due to its abnormal characteristics. Field service was not dispatched for this event.